Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. Customer states that insulin pump had swiggling lines and cannot read the display. Customer states insulin pump had watchdog timeout anomaly. The customer was advised to replaced the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm watchdog timeout error, missing segments or partial display and unable to perform any tests due to blank display.